Event description:
Information received from the field notes that during a routine follow-up the device was in eol mode with no telemetry possible. Normal function was seen at the previous follow-up in may, 2000. There were no consequences to the patient.